Event description:
It was reported that during a sleeve procedure, the staples in the reload did not form. There were no patient consequences. Case completed by over sewing the stomach.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one ecr60t cartridge reload was received for analysis and cartridge body was noted to be damaged. The reload was received with the right side fully fired, left side outer row fully fired and the left two inner rows partially fired 1/3. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. In addition the cartridge pan was noted to be partially detached from the left side. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. No functional test could be performed due to the condition of the reload.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: what was the product code and lot/batch number for the stapler used with the ecr60t cartridge (ex, ec60, long60a, pse60a, etc)? Ple60a. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? First. Was buttressing material utilized? If so, which product? No buttressing.